Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain stomach (and vaginal area) [abdominal pain upper] . Pain (stomach and) vaginal area [vulvovaginal pain]. Leaking... Not absorbing like they should- tampax pearl [device ineffective]. Strings have detached- tampax tampons [device breakage]. Case narrative: consumer reported via email that the tampon strings detached. No serious injury was reported.